Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown), when suddenly the device lost its video display and only showed a green dot on the screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.